Manufacturer narrative:
Add'l device system component part number: assy, probe, bladder scan bvi 9400/9600, model # 0570-0188, serial # (B)(4). The device was rec'd for eval and the failures could not be duplicated. The technician repeatedly scanned 25+ times while manipulating the probe cable in order to induce failure but no failure occurred.

Event description:
The aorta scanner is not reading accurately. Various scans were performed on several people and the user can visually tell that the readings are incorrect. The unit locked up several times and the user had to pull the battery out and re-insert it (with a jiggle) to restart the unit. No pt details were provided and no adverse outcomes were reported.